Manufacturer narrative:
Film evaluation summary: the exact cause of the proximal type I endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for comparison. CT¿s returned from 25 months post-implant revealed that the bifurcate was positioned just below the lowest right renal artery within the severely angulated and calcified proximal neck, and there was ~10mm of remaining proximal seal length. The infrarenal neck and proximal portion of the bifurcate aortic body were acutely angulated ~75deg lt-rt between covered stent rings #2 & 3, with associated significant stent ring overlap seen along the right/inner curvature between stent rings 2 ¿ 3. The maximum aaa diameter measured 70mm, and contrast was seen within the proximal sac coming from between the proximal neck and the left side (outer curvature) of the bifurcate from a likely proximal type ia endoleak. It appears likely that an insufficient proximal seal was anatomy related caused by the angulated, short, and calcified proximal neck. It is possible that disease progression and/or aneurysm morphology changes may have also contributed. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. It was reported that during a follow up CT scan approximately 2 years post the index procedure a type ia endoleak was detected. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional info received: an endurant cuff and 10 endoanchors were implanted during a secondary procedure 6 weeks post first observation of the endoleak. It was reported that 10 endoanchors were first used in the bifurcate and after the cuff was placed a further 3 were placed to try to resolve the type ia endoleak. The type ia endoleak was reduced significantly but failed to resolve. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.